Event description:
It was reported that during preliminary testing of the drill attachment, the device became hot. The device was not being used in a surgical procedure at the time of the event, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged.

Manufacturer narrative:
Device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and excessive corrosion was found. There was no evidence of lubrication found within the device, which can cause corrosion to build up and the device to overheat. Per the instructions for use, the customer is instruct to lubricate the device after cleaning. Due to the extensive corrosion, the device could not be repaired and was discarded.